Event description:
Following angiography and right heart catherization, pt became severely hypotensive with respiratory arrest. Pt was intubated. Using the lines in place, 18 fr cps sheaths were placed in left femoral artery and femoral vein without incident. These were attached to the cps but they could not draw back. It was apparent that the sheaths were in place in the artery & vein but the machine would not work and then could not withdraw. A new venous sheath was placed in the right femoral vein and connected to the machine. No flow was noted. At this point, a new cassette tubing was primed and set up on the bypass machine. The new tubing was connected to the pt, flow was established and the pt was on cps. Pt expired 5/6/95.